Manufacturer narrative:
A united states customer contacted siemens customer care center (ccc). Siemens reviewed the dimension exl with lm instrument data and noted that quality control (qc) for creatinine (cre2) and potassium (k) were within range. Siemens dispatched a customer service engineer (cse) to the customer site. The cse verified the reagent and sampler arm alignments and made minor adjustments. The photometer numbers and the operation of the mixers were checked and acceptable. The cse observed no leaks when inspecting the syringe panel, performed preventive maintenance, and noted no issues. The customer verified the instrument by re-calibrating the assays and running qc. The instrument performed as expected post-service repairs. Siemens is investigating the event.

Event description:
The customer obtained one discordant falsely depressed creatinine (cre2) result on sample ID 55094140 and one falsely elevated potassium (k) result on sample ID 55126972 on the dimension exl with lm instrument, serial number (B)(4). The results were from two different patients and were not reported to the physician(s). The customer performed repeat testing on the same instrument and an alternate dimension exl instrument and noted the repeat results for creatinine were higher, and the potassium result was lower. The customer considered the repeat results to be correct and reported the results to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant creatinine and potassium results.

Manufacturer narrative:
Siemens filed the initial MDR, on 08-jul-2022. Additional information (17-jun-2022): the customer notified siemens that they were experiencing issues with loci high-sensitivity troponin I (tnih) and provided results obtained on a patient sample on this instrument. The customer did not provide the correct result for this patient. However, when the customer repeated this sample on an alternate instrument, the customer obtained a similar result. The customer declined to provide further data. Therefore, the tnih results are being reported in an abundance of caution. Section b5 and b6 were updated to include the additional information. Quality controls for tnih also recovered within acceptable ranges on the day of the event. Additionally, siemens further investigated the issue and determined that pre-analytical variables or sample specific issues potentially contributed to the discordant results. Quality control was in range and no issues were noted with other patient samples, indicating that the instrument and reagents were performing acceptably. The cause of the event is unknown. Section h6 investigation findings and investigation conclusions codes were updated to reflect the investigation conclusion. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer obtained one discordant falsely depressed creatinine (cre2) result on sample ID (B)(6) and one falsely elevated potassium (k) result on sample ID (B)(6) on the dimension exl with lm instrument, serial number (B)(6). The results were from two different patients and were not reported to the physician(s). The customer performed repeat testing on the same instrument and an alternate dimension exl instrument and noted the repeat results for creatinine were higher, and the potassium result was lower. The customer considered the repeat results to be correct and reported the results to the physician(s). In addition to potassium results reported in the initial report, the customer also provided loci high-sensitivity troponin I results obtained on sample ID (B)(6). When the sample was initially run, it recovered with 337 pg/ml. Then, the sample was reprocessed on an alternate instrument and recovered at 352.2 pg/ml. The customer declined to provide whether the initial result was reported to the physician(s) and the correct result for this patient is unknown. There are no reports of patient intervention or adverse health consequences due to the discordant results obtained for creatinine, potassium, and loci high-sensitivity troponin I.